Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.

Manufacturer narrative:
Upon reception of the programmer, the reported behavior could not be reproduced. However, it was observed that the video board connector was incorrectly plugged, which led to a black screen when attempting to turn on the programmer.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.

Event description:
Reportedly, the subject programmer takes a long time to interrogate a device and then freezes.